Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a damaged needle occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-154545 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.